Event description:
Related manufacturer reference number: 2017865-2022-44794. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of the lead, it was noted that the right ventricular (rv) lead was not capturing and had r wave sensing issue. The patient was brought to the lab for lead revision on (B)(6) 2022. During rv lead revision procedure, a new lead with stable electrical measurements was placed into rv apex but after connecting it to the implantable cardioverter defibrillator (ICD) it was noted that the lead was not capturing. The physician suggested ICD to be the cause for no capture and asked for a device replacement. The ICD was explanted and replaced in the same procedure as rv lead on (B)(6) 2022. The lead and device measurements were acceptable. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of loss of capture and decreased sensing amplitude were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil bunching at the connector region consistent with procedural damage. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.